Event description:
The patient's wife stated that her husbands blood glucose had been "extremely high" all day. She stated that his blood glucose increased to as high as 500 mg/dl. She did not report specific symptoms of his elevated blood glucose or a normal blood glucose value. She also stated that he was consuming double the volume of insulin he normally uses. To decrease his blood glucose level, she stated that her husband changed his infusion set and bolused insulin. During troubleshooting with a company representative, it was gleaned that the patient was not warming insulin prior to use as described in product labeling, he had experienced blood in his infusion set cannula, he has an extreme amount of scar tissue at his infusion site, he is "taking an anti-stress or anxiety medication", and he works in an environment of extreme heat. Troubleshooing found no specific issues with the products. The patient's wife noted that he had modified his daily routine during the two month period and that he would probably need to adjust his basal rates soon. The patient's wife was advised regarding infusion site management and infusion set insertion. She was also advised to use insulin (room temp) as described in product labeling. The patient's physician also advised him that he could transition to another infusion site such as the upper buttocks. As the patient works outside in the heat, she was advised to reduce the volume of insulin added to each cartridge in order to reduce the impact on the insulin of prolonged exposure to the heat. Repeated attempts to follow up with the patient were unsuccessful. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.